Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump was received with normal operating currents, and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump rebooted properly and no stuck at number 6 was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Insulin pump would be replaced. Customer's blood glucose was unknown. Insulin pump would be replaced.